Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ insulin pen needle was missing the protective cap. This was discovered before use. The following information was provided by the initial reporter: customer reports that a needle in the lot was missing the protective needle cap. He mentions that he stores the needles in a case in his home (as it only applies during the morning and evening). He says the case is spacious, so he believes the problem is not in storage. There was no accidental needle puncture.